Event description:
It was reported that the pt never experienced therapeutic effect. The pt was "in more pain than before the implants," wanted the implantable neuro stimulator (ins) removed, and could not walk. The pt could not work after the implant and experienced severe pain "all the time". Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See MFR report #3004209178-2010-08487 regarding right side device.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.